Manufacturer narrative:
A review of the manufacturing documentation for the ipg, leads, and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg, leads, and lead extensions found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4). Description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-3138-55 (B)(4). Description: lead extension, 55cm model # sc-3138-35 (B)(4). Description: lead extension, 35cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will be explanted due to the device causing the patient pain at the pocket site.

Event description:
A report was received that the patient will be explanted due to the device causing the patient pain at the pocket site.